Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal infection. The cause of event was not reported. On an unreported date, the patient was hospitalized for the event the patient was treated with an unspecified anti-inflammatory drug (dose, route, duration and frequency not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was discontinued during treatment. No additional information could be provided as the reporter declined follow up.